Event description:
Under-delivery. The pump was programmed in the tpn mode to deliver 1500ml with a one-hour taper up and a one-hour taper down for a duration of 12 hours at a rate of 125ml/hr. After approximately 8.5 hours, the pump reportedly alarmed that the infusion was complete and the display indicated that 583 mls were delivered. The homecare pt's family member attempted to restart the therapy but they reportedly "could not get the pump to respond to a new container" and the therapy was discontinued for the night. There was no reported adverse pt effect and no reported change in blood sugar levels. Though requested, no further info was available.